Event description:
It was reported that there was no flow during patient infusion while using a one-link needlefree IV connector. The reporter stated that after a baxter primary set was attached into the one-link device, the secondary infusion did not infuse. The device was being used with a sigma spectrum infusion pump. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.